Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) made instrument adjustments and completed instrument performance testing with acceptable results. The customer completed a 5 patient comparison between the e411 analyzer and an e601 module with acceptable results. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The customer has had no further issues since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned low results for 4 patient samples tested for elecsys troponin t gen 5 stat (troponin t stat) on a cobas e 411 immunoassay analyzer. The customer noticed the low results when a patient (patient 1) with a history of troponin t stat over 200 ng/l was tested with an initial result of 9 ng/l. The repeat result from an e601 module was 263 ng/l which was reported outside of the laboratory. The customer repeated 20 patient samples on the e601 module. Discrepant results were identified for 3 patient samples. Patient 2 initial result was 6 ng/l with a data flag. The repeat result was 148 ng/l. Patient 3 initial result was 6 ng/l with a data flag. The repeat result was 34 ng/l. Patient 4 initial result was 25 ng/l. The repeat result was 37 ng/l. Questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The troponin t stat reagent lot number was 459546 with an expiration date of 31-jul-2021.